Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms can be confirmed based on the information recorded in the event log file retrieved from the returned system controller serial number (B)(4). The event log file contained data recorded on (B)(6) 2021 from 2:54 pm to 7:20 pm where intermittent low voltage advisory alarms were recorded while on 14v batteries. The data captured at 3:01 pm revealed that the driveline was disconnected and reconnected at 3:03pm. The next entries revealed that both power cables were disconnected, a no external power alarm activated and the driveline was disconnected again. The data recorded at 3:58 pm indicated that the driveline was reconnected, the system initiated operation at the desired set speed with intermittent low voltage advisory alarms while on batteries. The driveline was disconnected again at 3:59 pm and remained disconnected until the last recorded entry. The system controller was functionally tested using the laboratory equipment and was found to function as intended. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. The system controller was tested while connected to the returned modular cable and test 14v batteries and clips and there were no alarms reproduced. The system controller was dissembled and the internal components were unremarkable. The inner conductors in the power cables were measured and there were no issues observed. In conclusion, the investigation did not identify a correlation between the low voltage alarms captured in the log files and the returned system controller. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-03859; 2916596-2021-03862; 2916596-2021-03477. It was reported that the patient was having voltage issues while on batteries. This was thought to possibly be an issue with the 14 volt batteries, the battery clips, or both. Review of the patient's log files showed intermittent low voltage advisory events on (B)(6) 2021 at 14:45-15:00 on battery power. At 15:01 the driveline was disconnected and re-connected followed by some low flow and low voltage hazard events. At 15:04 no external power events were seen due to both power leads being disconnected at the same time and then the controller was shut down. At 15:26 there was a no external power event due to both power leads being disconnected. At 15:56 the driveline was disconnected, and then re-connected at 15:57. At 15:58 the controller was re-connected with more low flow and low voltage advisory events. At 15:59 the driveline was disconnected again for the remainder of the log. The low voltage advisory events continued from 16:02 through the remainder of the log. While troubleshooting these events two of the patient's controllers and the patient's modular cable were exchanged.